Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The laboratory water system was replaced and the cse decontaminated the advia chemistry xpt analyzer. Quality controls (qc) were then run and recovered within acceptable ranges. The cause of the issue was poor water quality as the carbon dioxide concentrated (co2_c) method is sensitive to water quality. The analyzer is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2020-00358 was filed for discordant carbon dioxide concentrated (co2_c) results obtained on an alternate advia chemistry xpt analyzer at the same site.

Event description:
A discordant, falsely elevated carbon dioxide concentrated (co2_c) patient result was obtained on an advia chemistry xpt analyzer. The result was not reported to the physician(s). The original sample was repeated for co2_c two times on the same advia chemistry xpt analyzer, resulting lower. The same sample was repeated for co2_c a third time on the same analyzer after recalibrating the co2_c method, also resulting lower. It is unknown which of the repeat results were considered to be the correct results. There are no reports of patient intervention or adverse health consequences due to the falsely elevated carbon dioxide concentrated (co2_c) result.